Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinity I processing module for a female patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s normal range: </= 14 ng/l on (B)(6) 2024, sid(B)(6), initial result (B)(6) = 21.3 ng/l . Repeat result on (B)(6) = <2.7 ng/l . Repeat result on (B)(6) = <2.7 ng/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with additional information provided by the customer on 30dec2024. The alinity I processing module, serial number (B)(6) was considered the likely cause of the results issue as no module troubleshooting was performed. However, sample integrity could not be ruled out as an additional likely cause. An instrument service history review for (B)(6) revealed no additional service ticket associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any trends related to the alinity I system, the likely cause part, or discrepant results as described in this complaint. The device history record was reviewed, and no non-conformances or deviations was identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinity I processing module for a female patient. The sample was repeated and normal results were obtained. The following data was provided: customer¿s normal range: </= 14 ng/l. (B)(6) 2024 sid (B)(6) initial result (B)(6) = 21.3 ng/l . Repeat result on (B)(6) = <2.7 ng/l . Repeat result on (B)(6) = <2.7 ng/l . There was no impact to patient management reported. Update: on 30dec2024, the customer provided one more patient with falsely elevated alinity I stat high sensitivity troponin-I results. The sample was repeated on another instrument and normal results were obtained. The following data was provided: first sample: (B)(6) 2024 initial result ((B)(6)) = 383.7 ng/l (B)(6) 2024 repeat result ((B)(6)) = 479.4 ng/l (B)(6) 2024 repeat result on another instrument = 7.7 ng/l (B)(6) 2024 repeat result ((B)(6)) = 6.8 ng/l second sample (new draw): (B)(6) 2024 initial result = 8.3 ng/l. (B)(6) 2024 repeat result ((B)(6)) = 10.4 ng/l. There was no impact to patient management reported.